Manufacturer narrative:
Product analysis #704008444:equipment used: video inspection system (m-77148), ruler (m-83360), camera (panasonic lumix dmc-zs5), in-house 0.0265in mandrel the pipeline flex with shield embolization device (model: ped2-475-16 lot: b034294) and phenom 27 catheter (model: fg15150-0615-1s lot: oc19-057) were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex with shield pusher was returned outside the phenom27 catheter. The pipeline flex with shield embolization device and phenom 27 catheter were decontaminated as per manufacturer protocol. The pushwire was found to be separated proximal to the dps sleeves. The distal segment of the pusher was stuck inside the catheter. For further examination, the catheter was cut to remove the distal segment and braid from the catheter lumen. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The hypotube was found to be stretched. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No bend or kink were observed on the pushwire. The proximal end of the pipeline flex with shield braid was found fully opened and moderately frayed. However, the distal end of pipeline flex with shield braid was not opened and frayed. The total and usable lengths of the catheter were measured to be within specification. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~25.2cm from distal tip. In addition, the catheter body was appeared to be flattened from ~11.6cm to 3.0cm from distal tip. No damages were found with catheter distal tip and marker band. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. No other anomalies were observed. Based on the analysis findings, the pipeline flex shield was confirmed to have failure to open at distal as the distal end of the pipeline flex with shield braid was not opened and frayed. The pushwire and catheter were found to be damaged. From the damages seen on the catheter body (kinking/flattening), pusher (separating), pipeline flex shield (fraying) and hypotube (stretching); it appears there was high force used and the result of the physician re-sheathing the device more than recommended two times. It is likely these damages occurred when the customer attempted to advance/retrieve the pipeline flex shield through the catheter against resistance. It is likely that the moderate vessel tortuosity may have contributed to the reported issues. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result features observed indicate the wire failed via torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient was treated for an unruptured saccular aneurysm of the left internal carotid artery cavernous venous sinus segment. The aneurysm was 6mm x 5.1mm with a max diameter of 6.5mm and the neck diameter was 4.75mm. Vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal portion of the pipeline failed to open. It was reported that when implanting the product, the tip of the stent did not open. Three or more attempts were made to open the stent tip by pulling and pushing it several times, but it did not open. The pipeline was replaced, and the other device was implanted without any problems. It was noted that the central part of the pipeline was located at the tortuous part of the blood vessel. More than 50% had been deployed. The patient did not experience any injury or complications. The devices were prepared and hydrated accordingto the instructions for use (IFU).